Event description:
Information received indicates the trend pedal is not working. The bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend valve was stuck. He replaced the trend valve to repair the bed.